Event description:
It was reported the patient experienced a cerebrospinal fluid leak. The patient was unable to tolerate the therapy while the device was on because of "tightening" symptoms following a lead revision in 2008. The patient was unable to tolerate stimulation at .10 volts. The patient never turned off the device since the revision, reason unknown. Impedance measurements were 2093 ohms. The lead and extension were revised/replaced in the following month. No tightness was reported with intra-operative testing. Refer to manufacturer report # 3004209178200803856 for additional information preceding this event.

Manufacturer narrative:
The lead and extension were returned for analysis. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.